Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings, unexpected restart, low reservoir alarm and low battery alert from the insulin pump. The customer stated that her blood glucose have been bottoming out on her around 25-35 mg/dl. The customer stated that the battery went low when there is an unexpected restart alarm. The customer was unable to verify the alarm history because she had a hard time reading the pump. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to contact her health care provider regarding the low readings.